Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had gone to the emergency room. Tandem technical support assisted the contact with accessing the pump history. As the customer was "unstable", no additional information regarding the event was provided from either the contact or customer. Although requested, no additional information regarding the event was provided.